Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient of the omnipod system had been hospitalized for a heart condition and diagnosed with a blood glucose greater than 1,000mg/dl. It was not clear if the patient was using the omnipod system at the time of the hospitalization, what treatment was received, or if there was any association between a potential pump failure and bg levels reported. Patient's pod use was halted while in the hospital, however, has since resumed operation and is now preparing for discharge.